Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c80ee, serial/lot #: (B)(4), ubd: 12-sep-2010, UDI#: (B)(4); product ID: enlw1613c95ee, serial/lot #: (B)(4), ubd: 14-apr-2011, UDI#: (B)(4); product ID: enlw1624c80ee, serial/lot #: (B)(4), ubd: 09-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm on (B)(6) 2009. It was reported that on (B)(6) 2019, a left iliac limb stent graft occlusion was noted. No treatment was provided. The event was assessed as device related. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.